Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm needle broke during use of the product, a broken needle became lodged in the patient's body. After investigation, the needle was surgically removed; the affected quantity was 1 piece, the sample could not be returned, and a photo is available; a green claim is required, a complaint response letter is required, and a complaint acceptance letter is required.

Event description:
During use of the product, a broken needle became lodged in the patient's body. After investigation, the needle was surgically removed; the affected quantity was 1 piece, the sample could not be returned, and a photo is available; a green claim is required, a complaint response letter is required, and a complaint acceptance letter is required. On (B)(6)2024 the attachment is the relevant content of the expert seminar on arterial needle fracture in (B)(6) hospital (B)(6), which was led by the department of materials, and the director and head nurse of the department of intensive care medicine, anesthesiology, trauma and spine participated in the discussion of the case (as shown in figure 1, the department of intensive care medicine sorted out the occurrence and treatment process of the case), and the director of the department of anesthesiology, mr. (B)(6), conducted an overall review of the case, and the patient was born in (B)(6) 2024on the, the arterial needle puncture was performed during the operation, and the placement process was smooth, and there was no abnormal operation. Vascular surgery consultation was immediately performed, and radial arteriotomy was performed in time to remove the broken part of the catheter, and the process was smooth and did not cause other effects to the patient. The leaders of the hospital attached great importance to this incident, urged the material department to contact the bd quality department to wait for the quality inspection report, and actively organized expert discussions in the hospital to discuss from multiple dimensions such as product quality, clinical use experience, operation mode, fixation method and complication risk prevention and control. It reads as follows: 1. Director wang of the department of anesthesiology, combined with the experience of finding that the catheter body part of the arterial needle was easy to be killed in the blood vessel during previous use, adjusted the puncture technique to the penetration method from the whole department to reduce the puncture needle running under the skin, and repeatedly operated the placement to avoid damage to the catheter during puncture and placement. Root cause control to reduce possible complications during the puncture process. 2. Director (B)(6) of the department of anesthesiology analyzed the reason, even if the patient's wrist bent activity caused a certain amount of external force damage to the catheter, in this case, the catheter was placed in the patient's body, and the total time with the catheter was less than 24 hours. 3. Director (B)(6) of the department of anesthesiology concluded that the reason for catheter injury is that the catheter base is high, and it is easy to have a certain angle with the catheter body when fixing. 4. Fig. 4 and fig. 5 are the two directors of the intensive care department and the anesthesiology department respectively carried out the catheter discount experiment on the spot, and it can be seen that the catheter discount is obvious. The director is more worried about the increased brittleness and insufficient flexibility of the catheter body, which is also a risk hidden danger that cannot be ignored due to the fracture of the catheter body 5. Finally, the experts at the meeting gave real feedback on the recent experience of using bd arterial needle, and from a series of problems encountered recently, the feel of the product, the flexibility of the catheter and the ability to resist discounting are far less good than the experience of using bd arterial needle when it was just admitted to the hospital. It is also expected that the bd quality department will start from the control of production raw materials, production process, and product quality sampling, and expect bd arterial needle to show the same excellent quality, serve patients' health, and provide more high-quality product support for clinical practice. 6. For this case, we also look forward to the relevant research report and rectification plan support of bd quality department. Thank you!

Manufacturer narrative:
Our quality engineer inspected the photos, and sample submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the sample. Analysis of the sample showed a broken catheter. The part off edge had a clean cut. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. A simulation was carried out by using scissors to part-off a catheter. The same part-off surface was observed. Based on the simulation, the broken catheter could have been caused by a sharp object such as a scissors. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. The root cause of the customer¿s experience could not be established as it is unknown how the catheter was used.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
During use of the product, a broken needle became lodged in the patient's body. After investigation, the needle was surgically removed. The affected quantity was (B)(4) piece, the sample could not be returned, and a photo is available. A green claim is required, a complaint response letter is required, and a complaint acceptance letter is required. 11/18/2024, the attachment is the relevant content of the expert seminar on arterial needle fracture in the first hospital (B)(6), which was led by the department of materials, and the director and head nurse of the department of intensive care medicine, anesthesiology (B)(6) participated in the discussion of the case (as shown in figure 1, the department of intensive care medicine sorted out the occurrence and treatment process of the case), and the director of the department of anesthesiology, mr. (B)(6) conducted an overall review of the case, and the patient was born in (B)(6) (2024, the arterial needle puncture was performed during the operation, and the placement process was smooth, and there was no abnormal operation. Vascular surgery consultation was immediately performed, and radial arteriotomy was performed in time to remove the broken part of the catheter, and the process was smooth and did not cause other effects to the patient. The leaders of the hospital attached great importance to this incident, urged the (B)(6) to contact the bd quality department to wait for the quality inspection report, and actively organized expert discussions in the hospital to discuss from multiple dimensions such as product quality, clinical use experience, operation mode, fixation method and complication risk prevention and control. It reads as follows: 1. Director (B)(6) of the department of anesthesiology combined with the experience of finding that the catheter body part of the arterial needle was easy to be killed in the blood vessel during previous use, adjusted the puncture technique to the penetration method from the whole department to reduce the puncture needle running under the skin, and repeatedly operated the placement to avoid damage to the catheter during puncture and placement. Root cause control to reduce possible complications during the puncture process. 2. Director (B)(6) of the department of anesthesiology analyzed the reason, even if the patient's wrist bent activity caused a certain amount of external force damage to the catheter, in this case, the catheter was placed in the patient's body, and the total time with the catheter was less than 24 hours. 3. Director (B)(6) concluded that the reason for catheter injury is that the catheter base is high, and it is easy to have a certain angle with the catheter body when fixing. 4. Fig. 4 and fig. 5 are the two directors of the intensive care department and the anesthesiology department respectively carried out the catheter discount experiment on the spot, and it can be seen that the catheter discount is obvious. The director is more worried about the increased brittleness and insufficient flexibility of the catheter body, which is also a risk hidden danger that cannot be ignored due to the fracture of the catheter body 5. Finally, the experts at the meeting gave real feedback on the recent experience of using bd arterial needle, and from a series of problems encountered recently, the feel of the product, the flexibility of the catheter and the ability to resist discounting are far less good than the experience of using bd arterial needle when it was just admitted to the hospital. It is also expected that the bd quality department will start from the control of production raw materials, production process, and product quality sampling, and expect bd arterial needle to show the same excellent quality, serve patients' health, and provide more high-quality product support for clinical practice. 6. For this case, we also look forward to the relevant research report and rectification plan support of bd quality department. Thank you!